Event description:
The customer reported a corrupted hard drive on the panorama central station during boot up, which may have resulted in loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representative evaluated the system. Corrections included replacements of the system hard drives. The system was tested to factory's specification. It functioned normally and was returned to use.